Event description:
Reported as: "unknown". No additional info was provided to allergan initially. Follow-up findings: the surgeon reported that the access port was removed because of a suspected rupture and that the device was discarded after surgery and is not available for return. Furthermore, the surgeon confirmed the device info, implant date and correct explant date.

Manufacturer narrative:
Taper I. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the serial number and the implant date provided by the reporter, the connector type is assumed to be a taper I. The device was discarded by the reporter, therefore, no analysis or testing can be done. See related medwatch reports: 2024601-2005-00431; 2024601-2010-00104. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."